Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported would not auto restart after downstream occlusion which was not reproduced due a constant clean load point 2 alarm. During the evaluation, the downstream pressure plate gap was found out of specification and the fluid filled set were out of specification (high). The device was recalibrated.

Event description:
During baxter's evaluation of a spectrum pump, the device would not auto restart after downstream occlusion. There was no patient involvement.